Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was reading inaccurately low when compared against another device (freestyle meter). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 (at 12pm). Four hours prior to the start of the reported issue, the patient reportedly skipped his usual morning insulin regimen (6 units of humalog) because, he was feeling dizzy. At the time of the alleged issue, the patient reportedly obtained blood glucose readings of ¿267mg/dl¿ with the subject meter and ¿445mg/dl¿ with the freestyle meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. In response to the alleged issue, the patient reportedly administered 60 units of humalog and 80 units of lantus as self-treatment. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.